Event description:
While fitting a (B)(6) male patient, a zoll patient service representative (psr) called zoll customer support to report that the patient's battery charger/modem would not power up. The patient was issued a replacement battery charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/model sn (B)(4) has been completed. The reported problem (won't power up) was confirmed. Upon investigation the battery charger/modem was unable to power up due to a defective power supply brick. The root cause for the defective power supply unit could not be positively identified. No adverse event resulted from the defective power supply. The patient received a replacement battery charger/modem.